Event description:
As initially reported by consumer stating that when they inserted a contact lens into his right eye. They experienced redness of the right eye, brown ocular discharge, pain, tearing, and visual impairment. Due to worsening symptoms, he sought medical attention. The patient underwent multiple ophthalmologic evaluations. During this period, physicians diagnosed a corneal ulcer affecting the right eye. Following diagnosis, the patient continued under the care of their primary care physician and other medical specialists. No specific therapeutic interventions, medications, surgical procedures, or hospitalization were reported. Consumer also reported persistent visual symptoms including impaired vision, blurred vision, diplopia (double vision), photophobia (light sensitivity), ocular redness, and generalized fatigue. The patient stated that he had not fully recovered and continued to experience recurrent episodes of blurred and double vision. Consumer has reported that they have reached what was described as maximum expected improvement in the absence of surgery but have not returned to their pre-event baseline condition. Possible future surgery was mentioned. The events reportedly had a significant impact on the patient's occupational functioning and resulted in ongoing visual impairment. The current status of the consumer ¿s right eye is symptoms continuing at the time of this report. No additional information has been requested at the time of the report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).